Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle keeps popping off the suture. This has happened more than once for this surgeon. No adverse impact to the patient/user. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/5/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it received a labeled winding former with a detached needle and suture that pertain to product code sxpp2b436. Upon visual inspection of the detached needle, the swage and attachment area was noted as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. The suture piece was examined, and the insertion end was observed to be as expected. The force used to detach the needle from the suture could not be determined. As per sample conditions of the sample, the functional test could not be performed. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: h6, d9.